Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 1 and 2 were not detected on bus. The customer tried to reset and reconnect bus cables but still failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the auxiliary drawers 1.1 and 1.2 were not detected on bus. A field service engineer powered off the hardware and reseated all components, but the drawer was not successfully recovered. After rebooting and launching the hardware test application both drawers were detected however testing drawer 1.1 caused the position sensor to fail and the application to crash. The hardware was rebooted again cfn admin was launched and a firmware update was forced. Upon reboot the controller module lights for drawer 1.1 were not communicating correctly. The hardware was powered off and the drawer controller board was replaced. After rebooting all hardware recovered except row b to drawer 1.1. The hardware test application was relaunched cubies were ejected and the row board cable was reseated. The hardware was rebooted again and all pyxibus cables to drawers were reseated on both auxiliary and main. During inspection drawer rails for 1.1 were found to have a point of stiffness. The customer was informed that a replacement drawer will be ordered before the rails completely fail. The customer acknowledged the plan. The system functioned as intended after the field service engineer repaired the device.